Event description:
Caller indicated relion confirm was giving high results. Customer was feeling fine, got reading of 281 took insulin according to that reading, about 30 ¿ 40 min later he did another test because he was going to eat, got reading around 300 and took insulin according to that reading, he then started feeling ill, customer doesn't feel the second reading was correct because his bg should have went down after taking the first dose of insulin and after the second dose of insulin he was not feeling well. No further treatment was needed customer was feeling ok at the time of the phone call. Controls not used. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter lcd cover is scratched, however this defect does not affect product performance. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No performance failure detected.